Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: there had a percutaneous coronary intervention (pci) in the catheterization lab where they applied a tr band on the patient however it was not holding air. It was found to be leaking. A new tr band was applied. The estimated blood loss was less then 250cc. The patient had a normal recovery. Additional information was received on 20nov2025: the tr band immediately lost air with removal of the syringe after initial inflation. The tr band was inflated to 18ml however, still did not hold air. A 6fr glidesheath slender was used in procedure. There was no visible damage noted.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).